Event description:
It was reported that the patient presented after an alert for ventricular tachycardia and ventricular fibrillation. Upon interrogating the device, a message of egm is invalid was showing upon attempting to view a vt episode. Furthermore, upon reviewing the session record, all of the vt episodes were showing a message of the marker appeared in the wrong position. Patient was not symptomatic. No further information is available.

Manufacturer narrative:
.